Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently delivered automatic boluses without user input. Reportedly, customer experienced a blood glucose (bg) level of 46 mg/dl. Customer ate to address bg. Review of the pump data logs by tandem technical support verified that all the boluses were requested by the user. The customer acknowledged the information relayed.